Event description:
A mother contacted via email and stated that while brushing his teeth, her son's brush head had come away completely. No injury was reported.

Manufacturer narrative:
On 28-jun-2019 product investigation results: product return was received and investigated. Product investigation results showed that complaint was caused by breakage of the refill due to improper consumer handling.

Manufacturer narrative:
Product return was received and the product was identified as an oral-b sensi ultrathin refill. Product investigation is in progress.

Event description:
A mother contacted via email and stated that while brushing his teeth, her son's brush head had come away completely. No injury was reported.